Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 350 mg/dl to 450 mg/dl at the time of incident and current blood glucose level was 214 mg/dl. The customer had symptoms related to high blood glucose level were extremely thirsty and vomiting and was treated with manual syringe. The customer reported that the insulin pump received no delivery alarm and the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.